Manufacturer narrative:
Investigation into this complaint included a service history review, nonconformance review, and a complaint history review. The investigation is as follows: service history review: a service history review showed there was 1 prior service ticket related to the iru handler coiled cable on alinity m system, ln 08n53-02, sn 1011, where tsb 640-072 coiled cable replacement and sleeve installation was implemented. This tsb instructs the field service engineer on the replacement of the iru handler coiled cable and installation of a sleeve that covers the coiled cable. Tsb 640-072 provides a verification for the fse to ensure the coil cable does not contact any surfaces. However, tsb 640-072 is implemented to address strain relief of the coil cable and is not implemented to address issues with the coil cable touching the counterweight. Nonconformance / CAPA review: the CAPA review for alinity m system 1011 was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this instrument. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m system 1011. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency was not identified.

Manufacturer narrative:
An elevated complaint investigation will be initiated. This report is being submitted against the alinity m system (08n53-002). The following reports have also been submitted against the alinity m resp-4-plex amp kit (list 09n79-090): 3005248192-2023-00273, 3005248192-2023-00274, and 3005248192-2023-00275.

Event description:
The customer reported a false positive result for the sars-cov-2 target of the alinity m resp-4-plex assay used on alinity m sn (serial number) (B)(6). Sid (sample ID) (B)(6) was run on (B)(6) 2023 on the alinity m and gave a positive result for the sars-cov-2 target. When retested on genexpert and alinity m, a negative result was obtained. There was no report of impact to patient management.

Manufacturer narrative:
Corrected b5 to include information for all 3 sids.

Event description:
The customer reported 3 false positive results for the sars-cov-2 target of the alinity m resp-4-plex assay while using alinity m sn (serial number) (B)(6) . The following sids (sample ids) were tested on the alinity m and gave positive results for the sars-cov-2 target. When retested on genexpert and alinity m, a negative result was obtained. Sid (B)(6) run on (B)(6) 2023. Sid (B)(6) run on (B)(6) 2023. Sid (B)(6) run on (B)(6) 2023. There was no report of impact to patient management.